Event description:
Information was received from a healthcare provider (hcp) via the company representative (rep) regarding a patient receiving fentanyl5000 mcg/ml at 4538 mcg/day via an implantable pump. It was reported that patient had numbness in her leg when she would bolus medication, but it has not happened in a while (unknown how long ago it happened) since they had adjusted the volume of medication delivered during the bolus. The physician believed there needed to be adjustments to the bolus dose and also believed to be a kink in the catheter. Catheter kink was not confirmed during the revision as a new catheter was placed and the old catheter was tied off and kept in its original place to prevent cerebrospinal fluid (csf) leak and other complications that could potentially arise with removal. Doctors adjusted bolus dosing. A new catheter was placed on 04/22/2025. New catheter placement was also performed because the patient needs to have another spine surgery in the location where the old catheter entered the spine. The insertion location of the new catheter was moved above the current structures in her spine, away from where another surgery would need to take place. Unknown if the issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-oct-2017, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 07-oct-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.